Manufacturer narrative:
The field service engineer (fse) found tubing was getting caught under probe wipe causing it to not reach the up position. He repositioned the tubing to resolve the issues. He also replaced the retic stain pump that was leaking stain. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that less than 1 cc of clenz leaked from the coulter lh 750 hematology analyzer and fluid was in the bottom drip tray under the blood sampling valve (bsv). The probe was retracted and the probe wash block was in the down position. Customer stated that she is getting manual probe errors. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.